Event description:
The international customer reported the ventilator would not boot up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer reported the ventilators power supply was not working. The manufacturers service engineer replaced the power supply to address the reported problem.